Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The suture sleeve would not advance to the desired position during implant. Several attempts were made to advance the sleeve, but eventually the sleeve was cut and used to secure the lead.